Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown tibial tray. Event occurred in the (B)(6).

Event description:
It was reported that during an initial tka, the articular surface failed to engage with the tibial tray during insertion. The surgeon attempted to free-hand impact the articular surface and when that failed, he had attempted to use the insertion instrument. At this point, the device was already deformed from the attempts and would not lock into place. An articular surface in the next size up was used and successfully implanted. There was no impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was unable to be confirmed due to limited information received from the customer. No product or images were provided. Review of the device history records identified no deviation or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.